Event description:
It was reported that when a pretest was conducted in the operating room to place a foley catheter for temperature control and urinary catheterization, the sterile water that had been inserted did not drain out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual inspection noted the catheter balloon was asymmetrical. Visual inspection noted that the balloon was partially inflated upon receival of sample. Deflated balloon passively using returned syringe with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively using returned syringe and only 1 ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and only 4 ml could be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. Neither syringe could withdraw more than 1 ml of solution passively. Solution was aspirated with returned syringe. Dissected balloon and found that the notch was not completely perforated. This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pretest was conducted in the operating room to place a foley catheter for temperature control and urinary catheterization, the sterile water that had been inserted did not drain out.